Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown delivery system. The valve was implanted at a depth of 5mm. Post echocardiogram showed mean aortic valve (av) gradient of 3 mmhg and no paravalvular leak (pvl). The patient was reported stable pre and post procedure with no noted conduction issues or signs of distress. On (B)(6) 2025, the patient had a stroke, with a notable defect. The patient was reported discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device

Event description:
It was reported that (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown delivery system. The valve was implanted at a depth of 5mm. Post echocardiogram showed mean aortic valve (av) gradient of 3 mmhg and no paravalvular leak (pvl). The patient was reported stable pre and post procedure with no noted conduction issues or signs of distress. On (B)(6) 2025, the patient had a stroke, with a notable defect. The patient was reported discharged.